Event description:
Related manufacturer reference number: 2017865-2022-00761. It was reported that the patient presented in clinic for follow up. It was noted that their was a failure to interrogate the pacemaker and a fracture in the right ventricular (rv) lead. The physician elected to explant and replace the pacemaker and rv lead. The patient condition is stable.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Device image analysis was performed, battery was in normal range of operation and no anomaly was noted. Electrical and mechanical testing was performed, no anomaly was noted and device able to be interrogated normally. A longevity calculation was performed and device had appropriate longevity remaining.